Event description:
It was reported a balloon tear had occurred. During a procedure, the 2.50mm x 15mm maverick 2 balloon ripped in the center while inside the patient. It was further reported that the maverick 2 balloon was inflated once and then ripped in the center while inside the patient. When the device was removed, it was not intact. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient status was fine. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks at 64cm and 66cm from the hub. The balloon is separated 15mm from the tip and the distal section of the balloon is flipped over the tip. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and balloon. There is contrast present in the inflation lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the balloon ripped and it likely happened because it snagged on something during the procedure.

Manufacturer narrative:
Event date populated as (B)(6) 2018 as no event date was provided.

Manufacturer narrative:
Event date populated as (B)(6) 2018 as no event date was provided.

Event description:
It was reported a balloon tear had occurred. During a procedure, the 2.50mm x 15mm maverick 2 balloon ripped in the center while inside the patient.